Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door was failed and not detected on bus. A field service engineer replaced the controller board and latch, but the issue persisted. Customer support center logged in for further troubleshooting but was also unable to resolve the problem. The customer ultimately identified the root cause as a medication in pending status; after deleting the pending medication, they were able to configure the tower successfully. The customer then completed a full inventory of the tower with good results. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door was unable to open and the device was not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.